Event description:
Per the clinic, the patient experienced an mrsa infection at the implant site post-operatively (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The symptoms resolved and the implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported).